Event description:
During an ob procedure a size 1 chromic gut suture was pulled from the packaging and was set to be used for wound closure. When the closure began to happen the surgeon noticed the sharp tip was missing from the device. The tip could not be found anywhere in the packaging, surgical field and within the patient's body cavity. Date of use: (B)(6) 2015. Diagnosis or reason for use: closing during surgery.